Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient was leaking and going to the bathroom more since 2018. The patient stated she was leaking and having severe deep leg pain in the right leg, her feet felt numb since 2018 and her doctor was checking her for neuropathy. It was also reported that she felt a "burning sensation" at the ins site after sitting or lying down for a long period of time since 2018. She stated that she told her doctor about her symptoms in (B)(6) 2018, and the doctor told her that the leg pain was not related to the interstim device. It was verified that the stimulation was on at 2.6 and she was not feeling stimulation. She increased to 3.0 and she felt stimulation in the right cheek. No further complications were reported or are anticipated.